Event description:
Additional information was received that the patient had a surgery to address the high impedance. Only the patient's generator was replaced, not the lead. It was reported that the patient would have another surgery at a later date to replace the lead and address the high impedance. The explanted generator was discarded so product return is not expected. The lead was replaced on a later date and discarded so lead return is not expected.

Event description:
It was reported via clinic notes that the patient's vns was checked and there was a problem indicated. It was stated that the patient needs to see a neurosurgeon and that there was possible lead discontinuity or fibrosis between the nerve and lead indicating high impedance was observed on the patient's device. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.